Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned unit which displayed a damaged grip; which inhibited the needle from retracting. His ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. ¿a quality improvement plan has completed to minimize damage to the grip at the plug load station. The grippers have been changed to gathering grippers that should minimize the chance of chipping to the grips from the machine. Investigation conclusion: conclusions: the defect of needle retraction failure; as stated in the subject of the pir was confirmed with the returned used unit. The returned unit displayed damage to the grip component. This damage inhibited a full retraction of the needle into the barrel upon activation. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? Yes; reproduction of the customer¿s experience was achieved with the testing that was performed on the returned unit. Was the device used for treatment or diagnosis? Treatment. The corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Investigation completed by: (B)(6), pr #: (B)(4), cr#: (B)(4), type: MDR with samples. Part #: 382523, lot #: 7166895. Complaint: needle retraction failure. Event description: button would not retract the needle. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; -DHR review was performed on the following lot number: 7166895 ¿ the lot number was built on afa line 10, from january 21, 2017 thru january 24, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s2 - o1 level a investigation per (B)(4). The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one used iag/bc 22ga unit in an opened package from the lot number 7129886. The unit consisted of the needle safety barrel assembly and needle cover. Visual/microscopic examination: used unit: observed the needle was partially retracted into the safety barrel leaving the needle tip exposed. Observed damage on the grip; inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. Unused units: observed there was no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. Functional test (needle retraction) was performed: used unit: the needle was pushed and repositioned to the out position. The button was depressed. The retraction was unsuccessful. Unused units: performed the hub twist test then depressed the buttons. The retraction was successful, no delayed reaction was observed. Test description method no results visual/microscopic, n/a, see observations and testing functional (needle retraction), n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: no; the returned used unit provided for evaluation displayed a damaged grip; which inhibited the needle from retracting. Root cause description: root cause: relationship of device to the reported incident: manufacturing. Comment: the plug probe and the load barrel stations in zone 5 has the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. ¿a quality improvement plan has completed to minimize damage to the grip at the plug load station. The grippers have been changed to gathering grippers that should minimize the chance of chipping to the grips from the machine. ¿the following is the implementation on each autoguard (afa) line: (B)(4). Note: ¿this modification was not needed for afa#11.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 22 g x 1in. Bd insyte auto guard bc shielded IV catheter with blood control failed to function properly during/post use. There was no report of injury or medical intervention.